Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a high blood glucose value. Customer blood glucose value at the time of incident was 475 mg/dl and current blood glucose value was 375 mg/dl. Customer also received change sensor alert. The device will not be returned for analysis.